Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection did not identify any non­ conformities. The btt balloon was inflated with 25 cc of air through the balloon inflation port and submerged I water; there were bubbles observed out of the suture line part of the silicone. The btt was inspected under a microscope; the silicone balloon was cracked (rupture) in the suture line part. While we are unable to conclusively determine a root cause, each btt undergoes a full inflation and deflation inspection prior distribution. Based upon the evaluation results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no non­ conformance recorded in the lot history. Internal corrective action (wy-2013-94) issued for this failure mode. Internal complaint number - catsweb# (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the balloon on the short port of the vaso vlew hemopro did not blow up when trying to insert the syringe. The case was completed by holding the short port in place. The hospital did not report an patient effects.